Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms and very fine noise. The presenting electrogram (egm) showed odd atrial behavior and appeared as though the ra and right ventricular (rv) lead were reversed in the header, however the prior transmission proved otherwise. All leads were in the correct ports. In addition, there was no evidence of noise at the time of report. Ts recommended a chest x-ray to evaluate for any potential lead anomaly. The crt-d and ra lead remain in service at this time. No adverse patient effects were reported. Additional information received reported that the patient was seen in clinic and it was determined that the right atrial (ra) lead was fractured. An attempt was made to program around it, but ultimately it was decided to turn off ra pacing altogether. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The reported high impedance measurements and noise were likely the result of the suspected lead fracture. Of note, this lead had been implanted for greater than 18 years.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms and very fine noise. The presenting electrogram (egm) showed odd atrial behavior and appeared as though the ra and right ventricular (rv) lead were reversed in the header, however the prior transmission proved otherwise. All leads were in the correct ports. In addition, there was no evidence of noise at the time of report. Ts recommended a chest x-ray to evaluate for any potential lead anomaly. The crt-d and ra lead remain in service at this time. No adverse patient effects were reported. Additional information received reported that the patient was seen in clinic and it was determined that the right atrial (ra) lead was fractured. An attempt was made to program around it, but ultimately it was decided to turn off ra pacing altogether. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms and very fine noise. The presenting electrogram (egm) showed odd atrial behavior and appeared as though the ra and right ventricular (rv) lead were reversed in the header, however the prior transmission proved otherwise. All leads were in the correct ports. In addition, there was no evidence of noise at the time of report. Ts recommended a chest x-ray to evaluate for any potential lead anomaly. The crt-d and ra lead remain in service at this time. No adverse patient effects were reported.